Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was observed on stored episodes that occurred intermittently. High threshold was also observed on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.